Event description:
It was reported via repair work order that the tracks came off the chair which will prevent the stair pro from properly engaging stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.